Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed infusion set in an attempt to resolve the issue, however, at the time of the call with tandem technical support, customer did not have additional supplies, and reverted to manual injections for insulin therapy. Customer's blood glucose level ranged from 342-486 mg/dl.